Event description:
Boston scientific received information that this left ventricular (lv) lead had high threshold observed and was dislodged. Boston scientific company representative reported that the lead dislodgement was confirmed through x-ray. The physician reported that the lv lead had moved slightly from the original position thus could affect the threshold. Additional information received from the representative stated that reprogramming was performed to resolve the issue. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.